Event description:
The customer reported that the defib was being used to deliver demand mode pacing to a pt. When the pt lifted her arms over her head, the device appeared to power off. The nurse needed to turn the unit off then on to start it. Also noted was that the defib turned off when the pt touched the pads. The defib was replaced with a backup. No adverse pt impact was reported. The biomed tested the device and no trouble was found.

Event description:
The customer reported that the defib was being used to deliver demand mode pacing to a pt. When the pt lifted her arms over her head, the device appeared to power off. The nurse needed to turn the unit off then on to start it. Also noted was that the defib turned off when the pt touched the pads. The defib was replaced with a backup. No adverse pt impact was reported. The biomed tested the device and no trouble was found.

Manufacturer narrative:
On 08/27/08, philips spoke with hospital biomed. He said that they evaluated the device completely. They could not reproduce the reported symptom nor could they find any problems with the device. The device was returned to clinical use and he has not received any reports of problems related to that defibrillator. The available info is most consistent with a use issue, where the pt moving or touching the pads resulted in the pads or ECG electrodes becoming detached, and interrupting pacing. (B) (4).

Manufacturer narrative:
On 08/27/08, philips spoke with hospital biomed. He said that they evaluated the device completely. They could not reproduce the reported symptom nor could they find any problems with the device. The device was returned to clinical use and he has not received any reports of problems related to that defibrillator. The available info is most consistent with a use issue, where the pt moving or touching the pads resulted in the pads or ECG electrodes becoming detached, and interrupting pacing. (B) (4).